Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the proximal left anterior descending artery with moderate tortuosity and heavy calcification. It was reported that an attempt was made to advance the promus; however, the device would not cross the lesion, and the distal stent struts were observed to be flared. Another promus was used to complete the procedure. No adverse patient effects were reported. No additional information was provided. Subsequent information received on (B)(6) 2011, reported that during removal, resistance was met with the lesion.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The customer reported the device was discarded. The ability to cross a lesion can be impacted in numerous ways. Some of the contributing factors may consist of, but are not limited to, patient anatomical condition, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support. The product was not returned to abbott vascular for analysis and may have assisted in the investigation. However, it was reported that the lesion was moderately tortuous with heavy calcification, which likely contributed to the reported failure to cross. During removal of the stent delivery system(sds), resistance was reported as the sds interacted with the lesion (difficult to remove) and appears to have subsequently led to the reported stent damage. The reported failure to cross, stent damage and difficulty to remove appear to be related to the procedure circumstances and there are no indications of a product quality deficiency. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot. Additionally, a query of the complaint-handling database was performed and no other incidents have been reported for difficult to remove for this lot. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release.